Manufacturer narrative:
Additional information was received on april 29, 2020. The patient clarified the cause of the stroke. A double tooth extraction and a post surgical infection caused the stroke. The rupture was discovered during testing for this unrelated issue. H6 (patient codes) has been updated. Additionally, h6 (conclusion codes) initially reported code 4315 (cause not established). This code is no longer applicable. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent primary breast augmentation with a mentor clinical gel sltx implant experienced left sided rupture post procedure. This issue was noted through computed tomography. Additionally, the patient experienced a stroke. The nature or cause of the stroke has not been made clear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This was part of a clinical trial.

Manufacturer narrative:
Additional information was received on october 29, 2021. An is scheduled for (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).